Event description:
It was reported that, "the pt underwent hip replacement surgery in 2006," it was further reported that, "after implantation, the pt heard an audible sound emanating from his hip. As a result, pt experienced pain and discomfort in the location of his hip."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.